Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55-user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 291, 140, 133 and 151 mg/dl. Customer also stated he compared truemetrix air meter to two other meters at the doctor's office during a routine scheduled appointment. Customer stated truemetrix air read 38 points higher; actual meter to meter comparison results were not provided. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 09/30/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: result 1:114mg/dl date: (B)(6) 2018 time:9:31pm fasting, result 2:291mg/dl date: (B)(6) 2018 time:9:52am fasting, result 3:140mg/dl date: (B)(6) 2018 time:8:11am fasting, result 4:133mg/dl date: (B)(6) 2018 time:6:49am fasting, result 5:151mg/dl date: (B)(6) 2018 time:4:23pm fasting.